Event description:
A police car ran into the stretcher at the back of the ambulance. The incident did not affect the vehicle, but it did affect the stretcher at the time as it appears the frame might be bent.